Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridges do not fit onto the pump. Reportedly, there was an o-ring on the pneumatic tap left from the old cartridge. The customer was unable to verify their blood glucose level. The customer was able to load a new cartridge.